Event description:
It was reported that during a pta procedure of an upper arm av fistula, the balloon was inflated and deflated once with a syringe, and as it was being removed via the 6f sheath, it became stuck. As the device was being pulled, the balloon detached from the catheter. It remained in the sheath as it was removed from the patient. No injury to the patient was reported.

Manufacturer narrative:
Device history records were reviewed, and it was confirmed that the lot met all release criteria. Upon inspection, there was a 6f introducer with approximately 14.5mm of the catheter balloon tip protruding from the distal tip of the introducer. The distal balloon tip appeared somewhat bulbous. The surface of the introducer shaft felt somewhat lumpy. Pulled the balloon tip out of the introducer distally with no problems. The balloon appeared to have separated proximal of the proximal weld. There was a break in the shaft, inside the balloon, approximately .5mm from the proximal end. The break was mostly circumferential with one thinned section of shaft extending proximal about 1 mm. Due to the condition of the sample, further testing was not possible. The result of the investigation was confirmed for detachment of component, root cause unknown. It was reported that a cook brand introducer was used in the procedure. The current IFU (instructions for use) states: equipment required, introducer sheath (input sheath recommended). The current IFU (instructions for use) states the following: warning: if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation. The current IFU (instructions for use) states: inflation pressure must be monitored during the dilation procedure. Use of a pressure gauge is recommended. Please refer to the device label for the recommended maximum pressure for this device. Note: the maximum rated burst pressure (rbp) is also printed on the product. Precaution: do not exceed the pressure rating recommended for this device, balloon rupture may occur if the maximum pressure rating is exceeded. This application is considered an off-label use for this device. This device is not indicated for use in av access procedures. The current IFU (instructions for use) indicates the following: opti-plast xt peripheral balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the iliac, femoral and renal vessels. Bard does not recommend the use of this product for procedures other than those mentioned above.